Event description:
It was reported that the infection presented 2 months after implant, and the vns was explanted due to infection 2 months after that. The physician assessed that the infection was due to patient manipulation of the vns sites and was not due to the vns device. Device history record was reviewed for both the generator and the lead. Both devices were sterilized prior to distribution, and no unresolved nonconformance were identified prior to distribution. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.